Event description:
The device was used to deliver 200 joules to the pt. As the vehicle arrived at the hospital emergency department, an attempt was made to deliver energy to the pt again. Reportedly, at this time the defibrillator would not charge. The pt was not resuscitated. There was no reported association between the malfunction and pt outcome.